Event description:
It was reported that the customer received a low reservoir alarm and noticed that the reservoir had air bubbles. It was stated that the insulin pump was not rewound with a reservoir in place and insulin was stored at room temperature. It was stated that there is no air in the tubing. Customer was advised to clamp the tubing and run fixed prime; no insulin leaks found. Customer was advised to change the infusion set, tap the reservoir and push air back into insulin vial. Air bubbles did persist after the set change. It was advised to prime until air bubbles are take out. Blood glucose value was 188 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.